Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. Two images and a product sample was received for evaluation. Based on images provided, leakage can't be confirmed. However, there's noticeable cracking in the luer lock adapter that could cause condition reported. The sample unit was received with its original packaging, opened. The unit was visually inspected under normal lighting. The following components were visually inspected: tube surface, luer lock adapter, reflux connector w/ports and assembly connector swivel return. During visual inspection, no marks or stains were observed on tube surface, reflux connector or swivel connector. However, the luer lock adapter was visible cracking; the reported complaint could be caused by this condition. During functional testing, a leakage test was performed to verify if leakage can be caused by cracking on luer connector. The sample did not pass the leakage test. Based on the sample provided, the analysis conducted and the trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. Based on root cause determined following actions will be taken: a supplier corrective action report was submitted to supplier for the luer connector and a containment awareness notification for this failure mode was reported to production personnel.

Event description:
Information received a smiths medical fluid warming/level 1 hotline disposables is leaking during the use of the product, the customer noticed medical fluid was leaking from the part where the infusion line was connected. No patient injury.